Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation pressure failed calibration testing. The customer reported there is no patient involvement associated with the event.